Event description:
It was reported that the buttons on the customer's insulin pump were not properly responding. Customer was advised to remove batteries for ten minutes. Customer's blood glucose was 195 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump exhibited intermittent button response, due to moisture damage keypad trace. The device was returned with minor scratches on the lcd window, a cracked case near display window corners, a broken belt clip slot, cracked reservoir tube lip, and a reservoir tube cracked.